Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the 5mm ratcheted handle 33cm it was confirmed, visible dings and scratches were seen throughout the shaft. Also it was noticed that this unit could have possibly been repaired by a third party in the past. The 5mm ratcheted handle 33cm is missing etching at the proximal end of the shaft, which consist of lot number, ce mark, us pat no and the reference number. The 5mm ratcheted handle 33cm failed the insulscan test. The probable root cause could be wear and tear and or mishandling. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.